Event description:
Additional information was supplied by the customer. User plugged scope into tower and received an error message. The intended procedure was for a bronchoscopy and was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The image was ok after aeration. Based on the results of the investigation, a probable cause was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had an e216 (scope communication error). The issue occurred during preparation before use for an unspecified procedure. There were no reports of patient or user harm associated with this event.